Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), genital haemorrhage ('general abnormal bleeding') and pregnancy with contraceptive device ('pregnancy- birth without complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psychology injury"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (unilateral)). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the pregnancy with contraceptive device and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporters information updated. Event: abdominal pain, general abnormal bleeding, psychology, pregnancy- birth without complication, device ineffective, bladder disorder nos, urinary tract disorder nos were added. Events outcome were updated to recovered : pelvic/abdominal pain, general abnormal bleeding, bladder/urinary. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), genital haemorrhage ('general abnormal bleeding'), pregnancy with contraceptive device ('pregnancy- birth without complication/pregnancy (no complications);') and caesarean section ('surgery (other) ¿ c-section') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included oophorectomy in 2006, ovarian cyst in 2006 and parity 3 (B)(6) 2002, (B)(6) 2013.). Concurrent conditions included bowel adhesions and pelvic adhesions. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2014 for contraception as well as ascorbic acid;betacarotene;calcium carbonate;colecalciferol;docosahexaenoic acid;ferrous fumarate;folic acid;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acetate;vitamin b12 nos;zinc oxide (prenatal multivitamin + dha) from (B)(6) 2013 to (B)(6) 2017, nsaids and paracetamol (acetaminophen) since february 2014. On (B)(6) 2013, the patient had essure inserted. In february 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychology injury/psychological or psychiatric problems ¿ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent caesarean section (seriousness criterion medically significant), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with surgery (salpingectomy (unilateral),surgical removal of coil, surgical removal of coil - right). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the pregnancy with contraceptive device, caesarean section, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, caesarean section, depression, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for general abnormal bleeding. Removal? No. I still have left coil inside that is causing me issues. Right coil removed. Discrepancy noted in essure confirmation test -essure confirmation test(s) conducted, specify- no. Discrepancy noted in essure insertion date -jan2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received - new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mental anguish and surgery (other) ¿ c-section were added. Event psychological trauma updated with psychological or psychiatric problems ¿ depression. Patient height and race were added. New reporter, events onset date, medical history and concomitant medication were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and caesarean section ('surgery (other) ¿ c-section') in a 40-year-old female patient who had essure (batch no. B61396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included oophorectomy right in 2006, ovarian cyst in 2006, parity 3 ((B)(6) 2002, (B)(6) 2013.), asthma, endometriosis and adenomyosis. Concurrent conditions included bowel adhesions and pelvic adhesions. Concomitant products included medroxyprogesterone acetate (depo provera) from 11-sep-2013 to 10-jan-2014 for contraception as well as ascorbic acid;betacarotene;calcium carbonate;colecalciferol;docosahexaenoic acid;ferrous fumarate;folic acid;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acetate;vitamin b12 nos;zinc oxide (prenatal multivitamin + dha) from 28-aug-2013 to 19-jul-2017, nsaids and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychology injury/psychological or psychiatric problems ¿ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy- birth without complication/pregnancy (no complications)/ post implant pregnancy") and underwent caesarean section (seriousness criterion medically significant), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with surgery (salpingectomy (unilateral),surgical removal of coil, surgical removal of coil - right). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the pregnancy with contraceptive device, caesarean section, depression, vaginal haemorrhage, heavy menstrual bleeding and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, caesarean section, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for general abnormal bleeding. Removal? No. I still have left coil inside that is causing me issues. Right coil removed. Discrepancy noted in essure confirmation test -essure confirmation test(s) conducted, specify- no. Discrepancy noted in essure insertion date -(B)(6) 2014,(B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2019: diagnosis supracervical uterus: metallic coil found in right fundus. Uterus weight; 62 grams. Endometrium of corpus uteri; secretory endometrium; negative for hyperplasia, atypia or malignancy. Myometrium; adenomyosis. Serosa; no pathological diagnosis.. Batch no b61396. Production date 2013-08-24. Expiration date 2016-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and caesarean section ('surgery (other) ¿ c-section') in a 40-year-old female patient who had essure (batch no. B61396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included oophorectomy right in 2006, ovarian cyst in 2006, parity 3 ((B)(6) 2002, (B)(6) 2013.), asthma, endometriosis and adenomyosis. Concurrent conditions included bowel adhesions and pelvic adhesions. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2014 for contraception as well as ascorbic acid;betacarotene;calcium carbonate;colecalciferol;docosahexaenoic acid;ferrous fumarate;folic acid;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acetate;vitamin b12 nos;zinc oxide (prenatal multivitamin + dha) from (B)(6) 2013 to (B)(6) 2017, nsaids and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychology injury/psychological or psychiatric problems ¿ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy- birth without complication/pregnancy (no complications)/ post implant pregnancy") and underwent caesarean section (seriousness criterion medically significant), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with surgery (salpingectomy (unilateral),surgical removal of coil, surgical removal of coil - right). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the pregnancy with contraceptive device, caesarean section, depression, vaginal haemorrhage, heavy menstrual bleeding and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, caesarean section, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for general abnormal bleeding. Removal? No. I still have left coil inside that is causing me issues. Right coil removed. Discrepancy noted in essure confirmation test -essure confirmation test(s) conducted, specify- no. Discrepancy noted in essure insertion date - (B)(6) 2014, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2019: diagnosis supracervical uterus: metallic coil found in right fundus. Uterus weight; 62 grams. Endometrium of corpus uteri; secretory endometrium; negative for hyperplasia, atypia or malignancy. Myometrium; adenomyosis. Serosa; no pathological diagnosis. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received-lot number were added. New reporter, lab data, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.